Event description:
The reporter stated the surgeon inserted and removed an aq2010v silicone three piece lens due to a defective haptic, the haptic was bent. There was no permanent damage to the patient. Additional information has been requested from the facility but to date none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation method: lens work order search. Results: a visual inspection of the returned product found half of the lens optic torn off and missing. One haptic was bent. There was evidence of clear surgical residue. A work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.